Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument jaws broke during the procedure and dropped into the patients abdomen. The surgeon had a difficult time locating the broken jaw in the patient.